Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in the intensive care unit. It was also reported that the customer had experienced keytones and diabetic ketoacidosis. Customer had blood glucose levels of 543mg/dl, 466mg/dl, 430mg/dl, and 400mg/dl. Unable to perform troubleshooting. No additional information was provided.